Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion to treat l4-5 spondy. It was reported that two extenders popped off of the bone screw during rod reduction, one on the psi lateral side and one on the contra lateral side. The case had to be converted to a mini open procedure.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.